Event description:
The customer received blood glucose readings of 76 and 89mg/dl from two contour meters, re-tested on a different meter and the reading was 436mg/dl. The differences between the readings fall in the "d" zone of the consensus error grid, making the differences clinically significant no adverse event was alleged. Customer strips are expected to be returned for evaluation. Replacement meter and strips were sent.